Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml lioresal at 407.4 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient had a pocket site infection. There were no known external, environmental, or patient factors that may have led or contributed to the issue. The patient's dose was reduced by 20%. An explant was planned for a later date. The issue was not resolved and the patient's status was "alive - with injury". No further issues were reported or anticipated.